Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump battery required changing more frequently. The pump was allegedly emitting low battery warnings more often. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/24/2014-device evaluation:the pump has been returned and evaluated by product analysis on 04/11/2014 with the following findings:a review of the pump black box data indicated multiple low battery warnings and a replace battery alarm. During a visual inspection of the pump, the battery compartment was observed to be cracked. The battery cap secured properly to the pump, and a power loss was not observed. Evidence of moisture ingress was also found on the underside of the battery cap. A leak test was performed and passed. Current draws measured within specifications. The pump case was removed and no further evidence of moisture ingress was found. Unrelated to the complaint, the display screen appeared dim and discolored. Additionally, all of the pump keypad buttons were intermittently unresponsive. No damage was observed to the pump keypad cover. The keypad cover was removed and contamination was found under all button contacts.